Event description:
Increase iop[intraocular pressure increased] a physician reported a pt had high intraocular pressure the morning after cataract surgery where healon 5 was used. The pt also lost vitreous during surgery. The pt was hospitalized for several days. Pt has subsequent clearing of cornea than further corneal swelling presumably due to endothelial cell damage. In 12/2000, their cornea was still edematous. This event was assessed as serious by a pharmacia physician due to the need for intervention to prevent sight loss. This is one of three reports by the same physician. For the other reports, see 2001039383nz and 2001039382nz.